Event description:
It was reported by the customer that a pyxis medstation es system was not syncing properly and unable to identify any pending items, removals, or stock updates. Additionally, there was a medication, specifically med 13984 - epinephrine (eqv-epi-pen) 0.3mg/0.3ml (0.3ml), that was categorized as a ghost pocket and requires removal. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction caused by the datasync issue. A technical support specialist worked with customer, performed configuration changes. Customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.